Event description:
It was reported that in surgery during a battery change due that upon initial interrogation of the old device the dcdc was 2 and the surgeon proceeded to a normal battery change. Upon integration of the newly fitted 103, the impedance was 10,000 ohms despite checking 3 times it still remained high, the surgeon thought he must have damaged the lead in some way on opening the patient so decided to proceed to a lead revision. The lead was changed from (B)(4). Upon connection to the new lead, the 103 generator still gave a high impedance. The surgeon took the lead out and put the test resistor in, the diagnostics were fine, rendering the generator in full working order. He then reconnected the 103 to the new lead 303, the readings were ok and the impedance was within normal range, after checking twice it was agreed it was a pin insertion issue and proceeded to close. The patient was checked again once closed and everything was fine. A lead issue with this patient's original lead has not been ruled out at this time. Further investigation is underway. The explanted product should be coming back for analysis.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. It is possible there was a device malfunction in the portion not returned for analysis which did not cause or contribute to a death or serious injury.

Event description:
An analysis was performed on the returned lead portions. Note that a small portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device which may have contributed to the stated complaints. Note that since a small portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.